Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, after the green button was pressed, the handle was locked and the firing could not be performed. A new device was used to resolve the issue. There was no patient injury.